Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons were getting hard to push. Customer was assisted with troubleshooting but the issue was not resolved. They also reported that they received battery fail alarm but it was resolve by changing the battery. No harm requiring medical intervention was reported. The insulin pump will be return for further analysis.